Manufacturer narrative:
The patient was under anesthesia during the malfunction and the case was aborted. An alternate unit was brought in to complete the case. However, the patient was wakened from anesthesia while waiting for the alternate unit to be brought in and then placed back under anesthesia when the alternate unit was ready (doctor/staff decision). The delay was 45 minutes to one hour. The case was completed without incident, and no patient injury was reported. The unit was repaired, tested and returned to service (ref. Service report number (B)(4). The event happened at: (B)(6).

Event description:
Mpb board malfunctioning.